Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when using the device, the tissue was jamming the unit. It was noticed that the device did not work properly. The doctor removed the device and had to over sew to correct the area. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Further details received via medwatch form: when using the endo gia with tri-staple 45mm purple reload, the stapler was used and tissue got caught in the stapler. The surgeon had to remove the tissue and over sew the staple line. After firing the stapler the tissue did not separate like it normally does. Instead it was caught in the stapler itself. The surgeon repaired the tissue damage, no further concern for that area.